Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report 1 of 3 was received from (B)(6) stating that the device had debris in sterile package. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention were reported. The date of the event is unknown. There was no additional information provided.